Event description:
It was reported that the patient was referred for generator replacement due to battery depletion. It was later reported that the patient experienced an increase in seizures. No known surgical intervention has occurred to date. No additional relevant information has been received to date.